Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of stent would not cannulate proximal and ripped into the iris and microhyphema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an trabecular stent implantation, stent would not cannulate proximally and ripped into the iris. Patient was doing fine at the time of reporting with no post surgical complications. Additional information has been received stating patient also experienced microhyphema and the product was disposed. There was no intervention performed for iris tear.